Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 6. The ultrafiltration was 2299ml giving a drain volume was 4099ml. This drain volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.

Event description:
It was reported that the pulse generator could not be interrogated. The error message -data not read- displayed. It was also noted that there was noise on the ventricular electrogram. Hardware elective replacement indicator had not yet been tripped. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Should have been I rather than m. Final analysis found loss of telemetry due to battery voltage was at end-of-life (eol). Normal battery depletion was noted. After replacing the battery, normal function ensued.